Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. Following the initial implant procedure an angiogram identified a possible type 2 endoleak or a possible type 3a endoleak between the main body stent and the proximal extension. Further review of the angiogram also showed a possible type 3b endoleak at the suture line of the main body as well as a type 1b endoleak from the left limb of the main body. The type 3b endoleak of the main body was thought to be due to damage caused by the proximal extension during implant. The physician elected to implant an additional limb extension to resolve the type 1b endoleak as well as an infrarenal aortic extension to seal the type 3a endoleak. A final scan showed the patient still had an unknown endoleak remaining at the main body, possible type 2 or type 3 endoleak. The physician is planning to reline the with an additional bifurcated stent. A secondary intervention has not been completed or scheduled.

Manufacturer narrative:
At the completion of the complaint investigation, based on the limited information received, the clinical evaluation was able to confirm an unknown endoleak and a type 2 endoleak. There were no patient medical records and no patient image studies available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. There have been no additional adverse event reported for this patient.